Event description:
The advance transobturator male sling began a slow fail after six years. The sling was designed to alleviate urinary stress incontinence, and it worked since the sling was inserted in (B)(6) 2010. My incontinence grew progressively worse until mid-summer of 2016 when the amount of urine I leaked was the same as before the sling was inserted.